Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was low flow. At the time of the call to (B)(6), the nurse had already replaced the device with a second arctic sun device; however, the issue remained unresolved. After the call, the pads were replaced with a new set of medium pads which resolved the issue. Therapy was resumed on the second device and the new pads without any further issues.

Manufacturer narrative:
Received 1 used medium arcticgel pad kit with the original unit packaging. The reported event was unconfirmed, as the problem could not be reproduced. The visual inspection noted no obvious defects that would have contributed to the reported problem. The pads were reviewed and use evidence was note. The trim pattern was correct, and the energy connector was found free of damage, and presented a good connection. The pads were submitted to the flow rate test for 10 minutes, using an arctic sun machine model 2000 and the results are as follows: left chest pad: a total of 4.45 l/min m2 of flow rate were registered during the test; left thigh pad: a total of 3.98 l/min m2 of flow rate were registered during the test; right chest pad: a total of 4.77 l/min m2 of flow rate were registered during the test; right thigh pad: a total of 4.45 l/min m2 of flow rate were registered during the test. According the test method tm7600515 the flow rate was found to be acceptable on all the returned pads. The flow rate for this product must be above 2.4 l/min m2. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device allegedly produced low flow. At the time of the call to ms&s the nurse had already replaced the device with a second arctic sun device; however, the issue remained unresolved. After the call, the pads were replaced with a new set of medium pads which resolved the issue. Therapy was resumed on the second device and the new pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was low flow. At the time of the call to ms&s the nurse had already replaced the device with a second arctic sun device; however, the issue remained unresolved. After the call, the pads were replaced with a new set of medium pads which resolved the issue. Therapy was resumed on the second device and the new pads without any further issues.